Manufacturer narrative:
Conclusion: although the facility indicated on their medwatch report that the device was available for evaluation, the risk manager did inform ahus qa that she would not allow any staff interviews and that there was no allegation of a device malfunction. In speaking with the facility's risk manager, ahus was informed that insertion mount went 10" deep into the patient's abdomen. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
(B)(4) (facility) received by (B)(4) (B)(6) 2010. Event description - "a pt was admitted for a planned orthopedic surgery and an external fixator was applied to the right lower extremity. The pt was assisted up in a wheelchair by staff. Later the pt indicated she was ready to go back to bed and staff began to assist. During the transfer the pt lost her gait. A staff member grabbed the "sit and stand" to help with transfer. Once the lift was set up, the shin guard portion of the foot plate was in the way of the external fixator on her right leg. The shin guard (proactive pad) was removed. The pt was unable to stand and perform the transfer and was guided to the floor. Once on the floor the pt complained of pain. The staff noted that she had fallen on a portion of the lift equipment. The pt was moved off the equipment and assisted back to bed with a full lift. A physician quickly [came] to evaluate. The pt sustained a significant injury to her abdomen requiring surgical intervention for treatment of her wound."